Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the vm8 system doesn't pass the test by cfda fwhen testing hr above 300 bpm in adult mode and above 350 bpm in neo mode, the system displays the value below 300 bpm or 350 bpm; and when testing the hr above 300 bpm in adult mode and 350 in neo mode. No hr alarm triggered out. It is unknown if the complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.

Event description:
The customer reported the vm8 system doesn't pass the test by cfda fwhen testing hr above 300 bpm in adult mode and above 350 bpm in neo mode, the system displays the value below 300 bpm or 350 bpm; and.when testing the hr above 300 bpm in adult mode and 350 in neo mode. No hr alarm triggered out. The device was not in use on a patient.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.